Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) observed the device not trigger ¿check iab circuit¿ alarm. Observed in diagnostics k7 leaking and not passing drive manifold leak test. Isolated to defective drive manifold and replaced manifold drive . Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h11. Corrected fields: h6(investigation conclusions). A getinge field service engineer (fse) observed the device not trigger ¿check iab circuit¿ alarm. Observed in diagnostics k7 leaking and not passing drive manifold leak test. Isolated to defective drive manifold and replaced manifold drive. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received manifold, drive with a reported unit failure of the drive manifold leak test.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed manifold, drive into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The drive manifold passed the leak test. Test #1 result -1, factory specification is +-45mmhg, test #2 result -2, factory specification is +-65 mmhg, test #3 result 0 factory specification is +-20 mmhg. The fat then proceeded to boot the cs300 to clinical mode to allow the cs300 to pump, to observe any failure alarms. After an hour of run time the fat could not verify the complaint of k7 leaking. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported by the getinge field service engineer that upon completion of preventive maintenance, the cs300 intra-aortic balloon pump (iabp) failed performance test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.